Event description:
It was reported that this right ventricular (rv) lead and the right atrial (ra) lead pacing impedance measurements of this pacemaker system displayed an increase. Technical services (ts) analyzed the presenting electrogram (egm) and found that the ra impedance was at 2020 ohms, which was out-of-range, and the rv impedance was high within normal limits. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. Ts provided troubleshooting including recommending further testing in clinic and a chest x-ray to verify lead integrity. No adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).